Event description:
It was reported that during insertion of the stent delivery syst, resistance was met when attempting to cross the lesion. The stent delivery syst was removed through the guiding catheter. (Contrary to IFU), which led to the stent separating from the delivery syst.